Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 204 mg/dl. During the system check with tandem technical support, it was determined that the cartridge should be changed. The customer changed the cartridge/infusion set and resumed insulin delivery.